Manufacturer narrative:
The complaint of a break in the 3cg stylet was confirmed, but the cause remains unk. The product returned for eval was a 3cg stylet. The stylet contained a partial break of the distal magnetic tip. The polyimide tubing was completely broken -0.2" from the distal tip, but the core wire prevented a complete detachment of the broken segment. The polyimide break site coincided with the proximal edge of the epoxy tip. Microscopic examination was performed on the fracture surface of the break site. The fracture surface appeared rough and granular. There was a circumferential variation in the wall thickness of the polyimide tubing. The thinnest region measured -0.000748" while the thickest region measured -0.002270". It is possible that the variation in polyimide tubing wall thickness contributed to the break in the magnetic tip; however the exact cause remains unk. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
During the placement, the stylet didn't break, but was ready to separate. Add'l info: the nurse takes the catheter and puts a slight curve along the catheter prior to placement (makes a pre-curved catheter). The stylet is retracted bent down and taped then the line is trimmed to length. No EKG rhythm during placement, no difficulty placing the catheter. When the stylet was removed, the tip of the stylet was hanging, but not separated. The stylet and another was compared to verify the entire stylet was removed. The PICC remains in place.